Event description:
As part of rptr's post-cancer breast reconstruction, on 2/86, after surgical removal of a breast tissue expander she had a silicone gel-filled breast implant inserted. After 5 yrs of immune-related infections, localized erythema and repeated inflammations and infections, arthritis episodes, and severe capsular contracture, on 7/91 she had the first implant explanted. During the same surgery, a new, modified version of a silicone gel-filled implant was placed that "would minimize body rejection and capsular contracture." Five months later, on 11/91, after several bouts of localized infection, general malaise, and improper healing, the "new-improved" implant was explanted. These repeated surgeries, symptomatology, constant medical care, laboratory and radiology testing, anxiety and acute depression which necessitated psychiatric treatment, and recurrent use of antibiotics, along with excessive need for sick leave, have deeply affected her professional career, her family relationships, and her quality of life. Since explantation of the last implant, the frequency and number of immune-related infections have dramatically decreased.